Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, and wear abrasion. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a smooth crease opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the anterior due to a fold flaw opening. Additionally, during the analysis crease folds were observed, however this is not a workmanship as the device was explanted and received without its original sealed packaging.

Event description:
Healthcare professional reported "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.